Manufacturer narrative:
General essure questionnaire received from physician on 21-dec-2015: the patient was not post-partum. Mirena was pulled at time of essure insertion, on (B)(6) 2015. No cervical dilation. No sounding. Toradol was used and general anesthesia. Essure insertion was easy. Both sides were visualized. No fluid loss more than 1500cc and the procedure did not take more than 20 minutes. The patient used condoms until essure confirmation test. On (B)(6) 2015 a hysterosalpingogram was performed and showed successful essure occlusion of the right and left fallopian tube. Mild irregularity of the endometrial cavity without extravasation. CT scan and ultrasound were done (results were not mentioned). On (B)(6) 2015 endometrial biopsy was done due to irregular bleeding after mirena pulled and essure placed, there was endometrium with shedding. The patient was hospitalized from (B)(6) 2015. She had acute pain. CT scan showed coil in the cavity low (migration of the left device). On (B)(6) 2015 hysteroscopy was done with easy removal of the left coil in toto. On (B)(6) 2015 another hsg was done and showed interval removal of the left essure device with patency of the proximal left fallopian tube for approximately 1cm. The mid and distal left fallopian tube appeared occluded. Occlusion of the right fallopian tube with a shorter device in place. Mild mucosal irregularity in the endometrial cavity as on prior examination. Follow-up received on 08-jan-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain and migration of the left device. Upon follow up, it was informed that CT scan showed endometrium with shedding. So the previous irregular bleeding was considered a symptom of this endometrial disorder. Essure left coil was removed, 4 months after its placement. The endometrial disorder is serious due to its medical importance and device migration and pain are serious due to hospitalization. Only the endometrial disorder is unlisted in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Considering that the patient has an endometrial shedding that could explain the irregular bleeding, the bleeding was considered not related to essure. However, given the nature of the pain and device migration, a causal relationship with essure inserts cannot be excluded. This case was considered an incident, since device removal was required. According to product technical analysis for essure, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect.

Event description:
This is a spontaneous case report received from a physician in united states on 23-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. On (B)(6) 2015, hysterosalpingogram (hsg) was performed. No result was provided. Patient was seen (B)(6) 2015 and reported irregular bleeding and pain. She was seen numerous times for the same complaint, and on (B)(6) 2015, physician removed the left essure coil as the pain was getting worse. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pain and irregular bleeding after essure (fallopian tube occlusion insert) insertion. Essure left coil was removed, 4 months after its placement, since patient's pain was getting worse. These events, regarded as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this particular case, limited information was provided. Nevertheless, given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.